Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
The legal guardian (LG) reported that the patient's glucose readings indicated hypoglycemia while the patient's blood glucose was reportedly 38 mmol/L (684 mg/dL). The LG reported the patient experienced hyperglycemia, was hospitalized following this glucose mismatch, and was reportedly nearly in diabetic ketoacidosis. The LG expressed concern that the event may have been related to the controller. It was unable to be determined how long the patient had been wearing the Pod prior to the event. The diagnosis, length of hospitalization, and treatment provided were unable to be determined. Additional information could not be obtained, and a supplemental report will be submitted if additional information becomes available. Abbott was notified on 17 July 2026.